Event description:
It was reported that the patient underwent a fusion procedure at t1¿12 using rhbmp-2/acs with rods in 2004. Following the surgery, patient's pain became worse. No additional information has been provided at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that around late 2004, the patient had complaints of back pain and scoliosis. Prior to surgery, the patient had minimal pain.